Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the staples did not form properly and tissue was crushed. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.